Event description:
Information was received, from a patient via manufacturer representative. Who was implanted with an implantable neurostimulator (ins). It was reported, that they had high impedance the day of surgery and a loss of stimulation. The leads were taken out of the battery and placed back in. And were also, tested in a wireless external neurostimulator, but had the same results. The cause was not known. The battery was explanted and the leads were left in the patient, as the patient was going to go to neurosurgery to have a paddle lead placed. The issue was ongoing.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 coding has been updated. Product analysis (B)(4). Analysis information -- 02/10/2025 15:29:19 cst pli# 20 product ID# 97715 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.